Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The submitted log files showed that the device functioned as intended. Multiple requests for additional information regarding this event were sent to the account. No further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). There is no product available for evaluation. The heartmate 3 lvas instructions for use (IFU) lists pump thrombosis and hemolysis as adverse events and thromboembolism as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The document also contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 36 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that log files were submitted due to patient with elevated lactate dehydrogenase (ldh) greater than 800 u/l and concerns for pump thrombosis. The manufacturer¿s technical services representative reviewed the submitted log file and reported no unusual events observed. The mcs equipment is operating as intended. Additional information was requested however not provided.